Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. No injury or medical intervention was reported.

Event description:
Subsequent to the initial report, a correction is required.

Manufacturer narrative:
B5: describe event or problem - correction / additional d9: device availability ¿ correction h6: correction.